Event description:
The hcp reported that the device was explanted after an implant duration of 50 months as he was unable to refill the pump. No pt symptoms were reported. The pt was receiving morphine and bupivacaine via the drug delivery system. The device was replaced with a similar device. Pt is reported to be doing well post implant.